Event description:
It was reported that the balloon ruptured. The target lesion was located in the mildly tortuous and moderately calcified artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured before reaching the nominal size during inflation. Pressure could not be applied at 4 to 5 atmospheres, so it was judged by the physician as rupture. The balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.